Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed battery out of limit and then blank display. Customer stated woke up with blood glucose of 99 mg/dl. Customer ate some toast and noticed that the display was blank on the insulin pump. Customer stated that he tried three different batteries and on the 3rd battery it worked. Troubleshooting was done. Customer's blood glucose was 99 mg/dl. Advised the customer to monitor the insulin pump if he changes the battery and its too long it will cause the alarm. Customer stated that the battery cap seems to be a little bit loose. Advised the customer that the battery cap would be replaced. No further info provided.